Manufacturer narrative:
H6 corrections health effect- impact code f26 removed medical device problem code a26 removed.

Event description:
Subsequent to the previously filed report, additional information was received. The device was removed and replaced due to the implant being empty [leak]. The tubing was cut when explanted and a break in the tubing above the cut was noted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information the patient indicates that device failed in (B)(6) 2022.

Event description:
Subsequent to the previously filed report, additional information was received. The device was removed and replaced due to the implant being empty [leak]. The tubing was cut when explanted and a break in the tubing above the cut was noted.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. No functional abnormalities were noted on the pump. A separation was noted on the exhaust tube of cylinder 2 near the strain relief. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the exhaust tubing of cylinder 2 to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.